Manufacturer narrative:
The returned attachment was tested by manufacturing personnel and did not meet production specifications for leak and sheath rotation specification criteria. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 43.5°c and 37.9°c under load testing with coolant spray on. These temperatures do not exceed requirement. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed minor gear wear on the head-tail and head assemblies. Cap and head cavities and inner components also looked good with only minor debris. Evidence was found of the set coming into contact with the interior of the cap cavity during use which would have created friction within the head cavity and may resulted in temperature increase.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.